Event description:
Additional information was received that per the physician, the cause of the injury was that the vessel size was not large enough and the delivery catheter system (dcs) did not cause or contribute to it.

Manufacturer narrative:
Updated b.5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {evolutfx-34}; serial number (B)(6); product type: {0195-heart valves}; product ID {l-evolutfx-34}; lot number {0012072330}; product type: {0195-heart valves}; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve in a patient with peripheral vascular disease, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Following the bav, the delivery catheter system (dcs) was inserted but was unable to be advanced past the left external iliac artery. It was noted that the dcs would not advance due to peripheral vascular disease, and the vessel measurements were below the indication of 6 mm. The valve and dcs were withdrawn from the patient. Subsequently, a covered stent was placed in the external iliac due to a possible perforation. No additional adverse patient effects were reported.